Event description:
Info received indicates the bed exit function is not alarming.

Manufacturer narrative:
The tech isolated the issue to the external alarm. He replaced the external alarm to repair the bed.